Event description:
It was reported that the customer needed help programming his meter to his pump. Customer was assisted in programming the meter. Customer's blood glucose level was at 37 mg/dl. Customer was informed to treat for lows and when he tested again, his blood glucose level dropped to 33 mg/dl after drinking some juice. Customer stated that he did not have anything programmed in his pump. Customer drank another glass of juice and is making a sandwich to eat. Call got disconnected. Customer stated that he was getting his hair cut and did not realize the time. Customer had not eaten anything. Customer ate and his blood glucose level went up to 85 mg/dl. Customer was advised to monitor his blood glucose readings. No further assistance required.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.